Event description:
The customer has received questionable results for multiple assays since (B)(6) 2010. The assays involved during this event were bicarbonate liquid (co2), hdl-cholesterol plus 3rd generation (hdl), alkaline phosphatase acc. To ifcc gen.2 (alk), triglycerides (trig) and ldl- cholesterol plus 2nd generation (ldl). The customer provided results for six patient samples, results for three samples were discrepant. Patient 1, initial co2 result was 0 mmol/l. The sample repeated on the same cobas 6000 c501 module generated a value of 27 mmol/l. Patient 2, initial hdl result was 0 mg/dl. The sample repeated on the same cobas 6000 c501 analyzer generated a value of 60 mg/dl. Patient 3, initial ldl result was 3 mg/dl. The sample repeated on the same cobas 6000 c501 analyzer generated a value of 142 mg/dl. The initial results were not reported outside the laboratory. No patients were affected by the issue. The reagent lot numbers were not provided. The field service representative did not determine a cause, he suspected a fibrin clot or gel was aspirated. He performed sample probe wash cycles and advised the customer how to handle certain instrument alarms. The field service representative ran precision checks (for three assays) to verify analyzer operation.